Event description:
Spontaneous called per pt, the cartridge containing remodulin got jammed in the ms3 pump and remodulin leaked all over, part of cartridge broke and is stuck at the bottom of the pump. Pt has backup pump. Also a replacement pump has been sent. Cassette and lot number are not available. Reported to (B)(6) by pt/caregiver.